Event description:
Reported. "The pt felt tight to close the twist clamp. And then the main body (light blue part) got separated from sleeved connector (white part). 8 day use)." No pt injury or medical intervention was associated with this incident.